Manufacturer narrative:
(B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed with 10x microscope magnification. The plunger and pushrod were partially advanced in the preloaded insertion system. Residues were observed in the cartridge. Neither assembly error nor defect was observed in the preloaded device related to the manufacturing process. Dent/distortion was observed at the cartridge tip area. The condition of the returned product is consistent with a unit that was previously handled and prepared for surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency and the customer's reported complaint was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip, of a preloaded delivery system, was observed deformed at the time of implantation. Reportedly, it was not used. There was not patient injury. No additional information was provided.